Manufacturer narrative:
The three samples from the patient were submitted for investigation. The customer¿s elecsys anti-hcv ii results were reproduced. The samples were tested by the method innolia hcv score with the following results: sample 1: indeterminate . Sample 2: negative . Sample 3: negative. No final assessment can be given due to the indeterminate blot result for sample 1. The immunoblot showed a reactivity of the ns3 antigen. Therefore it cannot be excluded that the sample result is actually positive and the customer's results correct. Sample 2 and 3 were confirmed to be negative. A follow-up sample of the patient was recommended. Patient history and further clinical data should be taken in account when determining the final result for the patient. There was no indication that the anti-hcv ii reagent did not perform within specification. Due to the specificity of the assay documented in product labeling, single false positive results can occur.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys anti-hcv ii immunoassay results for one patient. The customer used cobas 6000 e 601 module serial number (B)(4). The results for the first sample from the patient were 45.2 coi (reactive) and 105.6 coi (reactive). The customer suspected the result was incorrect and tested a second sample from the patient that was drawn the same day at the first sample. The results for this sample were 0.039 coi (non-reactive) and 0.039 coi (non-reactive). The customer tested a new sample drawn from the patient on (B)(4) 2017 and the result was 0.042 coi (non-reactive). The customer does not know which result was correct for the patient. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event.